Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when the blood glucose was high. Customer's blood glucose was 267 mg/dl at the time of incident. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.